Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare provider reported left side rupture confirmed via MRI and ultrasound. The device remains implanted.

Event description:
Healthcare provider reported, left side rupture. Confirmed, via MRI and ultrasound. The device has been explanted.

Event description:
Healthcare provider reported left side rupture confirmed via MRI and ultrasound. The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed a crease sharp opening assessed as to a fold flaw opening around the opening have non-penetrating nicks. Additional observations: crease fold observed in the shell. Additional, changed, and/or corrected data: h3, h6.

Event description:
The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: db.5, d.6b, d.9, h.3, h.6.